Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they lost their pump at the beach and high blood glucose levels. The customer blood glucose levels were 546 mg/dl at the time of incident. The customer states the day his pump was lost his blood glucose levels went to 546 mg/dl. The customer declined to troubleshoot. The insulin pump will be returned for analysis.